Manufacturer narrative:
According to the customer, the "tightening ring is not robust enough, especially when the bottle is full." The customer said that if "the ring is not tightened enough" it leads to "lack of sealing, the system does not 'bubble' and is sensitive to the slightest movement." The customer said if it is "tighten[ed] further, it causes the 'small' wings to separate, causing the ring to come out of its housing." The customer stated that despite troubleshooting measures, "the problem persists" and results in "no air delivery and humidification" causing "blockage, anxiety among patients." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "tightening ring is not robust enough, especially when the bottle is full." The customer said that if "the ring is not tightened enough" it leads to "lack of sealing, the system does not 'bubble' and is sensitive to the slightest movement." The customer said if it is "tighten[ed] further, it causes the 'small' wings to separate, causing the ring to come out of its housing." The customer stated that despite troubleshooting measures, "the problem persists" and results in "no air delivery and humidification" causing "blockage, anxiety among patients."